Event description:
The patient in this case is a (B)(6) year-old female, g1p0 who delivered at 41 weeks 4 days after being admitted for late term induction of labor. This patient's delivery summary included a spontaneous vaginal delivery and shoulder dystocia during delivery. After this patient's placenta was delivered, ongoing vaginal bleeding occurred and pph was noted. The patient received cytotec, hemabate, and txa and her uterus was massaged. A bedside ultrasound was completed and showed a thin endometrial stripe, which indicates clinically that the uterine cavity is empty of blood, clots, or products of conception. The patient's cervix was found to be clear of lacerations and the team determined her bleeding to be due to a poorly contracted lower uterine segment. Two attempts at a bakri balloon were made but the bakri device was expulsed each time with ongoing bleeding, nausea and vomiting. Patient was transferred to the or with estimated blood loss (ebl) of 800 ml. Jada was placed in the operating room (or) at approximately 07:52 am, ebl noted lost in the or as 200 ml (1000 total ebl). At 11:15 am, this patient was noted to have 200 ml of additional blood loss and then received 2 units of packed red blood cells (prbcs) and 2 bags of cryoprecipitate. At 12:57 pm, this patient was noted to have continued bleeding. At 2:27 pm, this patient was noted to have continued bleeding with accumulated 300 cc in the jada canister, and continued episodes of 100-200 cc's of vaginal bleeding. At 5:30 pm, this patient went to interventional radiology (ir) for bilateral uae, noted at that time to have accumulated 400cc of blood in the jada canister and ebl total for the event noted as 1700 cc. This patient's pph bleeding stopped after the bilateral uae.

Manufacturer narrative:
In this event, jada was used to control pph that was unsuccessfully treated by several uterotonics and the bakri balloon. While jada functioned as intended, there was continued blood loss and the decision was made to escalate to a bilateral uae. As we are unable to rule out the use of jada in contributing to the need to escalate care to an uae, we are reporting this as an MDR in an abundance of caution. The submission of this report is not an admission that the device caused or contributed to the reported event.